Manufacturer narrative:
H3- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -6.5/1.0/87 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same model but different length/power lens due to refractive surprise. This resolved the problem. The cause of the event was reported as unknown.